Event description:
It was reported that this right ventricular (rv) lead experienced fracture, after it was used as part of an external temporary pacemaker system. It was reported that the patient became incoherent and in the process of calming the patient down, the lead became damaged, this resulted in exhibiting loss of capture. The lead was explanted and a cardiac resynchronization therapy defibrillator (crt-d) system was implanted instead. This lead is expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned in two segments pulled apart 61 mm from the terminal end. The helix was retracted and there was dried blood/body fluid within the helix housing. Tear insulation along with deformed coils were noted in a couple of sections analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead experienced fracture, after it was used as part of an external temporary pacemaker system. It was reported that the patient became incoherent and in the process of calming the patient down, the lead became damaged, this resulted in exhibiting loss of capture. The lead was explanted and a cardiac resynchronization therapy defibrillator (crt-d) system was implanted instead. This lead is expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.